Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted during an unknown endovascular procedure on an unknown date. It was reported on an unknown date, a suspected type iiib endoleak was observed with a sign of a sharp calcium at the location around the area of the graft.  Per the physician the cause of the type iiib endoleak is undetermined. No additional clinical sequelae was provided and the patient will be monitored.

Manufacturer narrative:
It was confirmed that intervention was completed as planned and no further endoleaks were found. Per the physician the patient is doing fine. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported type iiib endoleak could not be confirmed on the films provided; therefore the cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Post-implant CT¿s were not available for review for a more thorough analysis of the stent graft in-vivo configuration. Angiograms containing endoleak interrogation could not allow for a more comprehensive determinations of the endoleak source/cause. The cause of the observed kink could not be determined. It is possible that the anatomical considerations reported by the physician such as the presence of sharp calcium at the location around the area of the graft may have been a factor in the events. Analysis of the returned films did not reveal any stent graft integrity issues. B5; additional information received : the date that the endoleak iiib was first observed was on an unknown date in over 3 years post the index procedure. The patient underwent and intervention procedure. As per physician, the cause of the endoleak cannot be determined. The reported fold/kink was observed in the proximal stents of the ipsilateral limb in the main body stent graft.it was confirmed there was only 1 limb implanted with the mainbody. It is unknown if the type iiib endoleak is also in the main body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that endurant stent graft system was implanted on (B)(6)2018 during an evar procedure. The aneurysm sac did not appear to decrease after the implant and was growing at a moderate pace instead. Between(B)(6)2021 it was reported the aneurysm sac increased rapidly to 75mm and a suspected type iii endoleak was noted in the limb. The initial post-procedure image reviewed and there was a clear fold in the graft material (fabric) in that same area visible at that time. A2: updated a3: updated b7: updated d1: updated d4: updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.